Event description:
Patient at home on (B)(6) 2023 when vad began alarming for low flows while patient taking out trash. Vad team called. Vad team directed patient to drink water. Alarms did not stop so patient was directed to come into the hospital for direct admission. CT (B)(6) 2023 with noted thrombus or bio debris just beyond the lvad bend relief that is resulting in severe luminal stenosis. On (B)(6) patient taken to operating room for incision to bend relief with immediate removal of large amount of bio debris and immediate improvement of vad flows.